Manufacturer narrative:
An event of device embolization and arrythmia were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, it is possible that the reported device embolization appears to be related to procedural conditions, as a cryoablation was initiated, and it was noted that the device was embolized at that time. However, this cannot be confirmed. The reported patient effects arrhythmia could not be determined. There were no complaints associated with any other devices from the lot. The reported surgical intervention and unexpected medical intervention was a result of case-specific circumstances as snaring of the device was unsuccessful and it was removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) procedure using a 14f amplatzer torqvue 45x45 delivery sheath. The landing zone measurements were at 0: 18mm ; 45: 16mm ; 90: 18mm, 135: 22.8mm. The measurement of the appendage prior to the procedure and post-procedure hydration of the patient. During procedure, left atrial pressure was above 12 and m ore than 1500ml of fluid was given. The procedure was carried out normally, without any complications and following the standard operating procedure (sop). The close criteria and tension test were performed, device compression was in a tire shape. There was arrhythmia, interaction with valve, hemodynamic instability due to the interaction of the mitral valve with the amulet. Immediately after the laao procedure, a cryoablation was initiated, as per the physician's decision, using an non-abbott device. At that time, it was noted that the amulet was embolized. An attempt was made to retrieve the device using a snare, but it was unsuccessful. The prosthesis was lodged in the mitral valve. The patient was referred for cardiac surgery to remove the device. The patient is doing well and recovering.